Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd bactec¿ fx, instrument top, false positive test results were obtained. There was no indication that results were reported out, and there was no patient impact. The following information was provided by the initial reporter: at the time of withdrawing negative blood cultures, reported result as "in progress withdrawn" and not negative, as appropriate.

Event description:
It was reported that while using the bd bactec¿ fx, instrument top, false positive test results were obtained. There was no indication that results were reported out, and there was no patient impact. The following information was provided by the initial reporter: at the time of withdrawing negative blood cultures, reported result as "in progress withdrawn" and not negative, as appropriate.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2022-00857 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.